Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report

Event description:
Reportedly, a re-intervention on a dual chamber pacemaker system was performed on (B)(6) 2023 due to exit block on the ventricular lead. During the intervention blood inside the pacemaker connector block was noticed. The device and the ventricular lead were replaced. The subjected lead was abandoned in patient body.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a re-intervention on a dual chamber pacemaker system was performed on (B)(6) 2023 due to exit block on the ventricular lead. During the intervention blood inside the pacemaker connector block was noticed. The device and the ventricular lead were replaced. The subjected lead was abandoned in patient body.